Event description:
The lead was explanted.

Event description:
It was reported that shortly after the patient had a lead revision, the sensing decreased and the shock impedance values varied. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.